Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not giving site reminders and that setting was "stuck on thursday." No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.